Event description:
Patient later reported rupture confirmed by healthcare professional.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening and four openings through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ anxiety - product/ procedure: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Healthcare professional reported "exchange of textured to smooth due to the patient¿s concern of the implant" and "capsular contracture baker grade unknown" confirmed via MRI. This record is for left side. Device was explanted and replaced with another manufacturer¿s device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, anxiety-product/procedure.

Event description:
Healthcare professional reported left side "exchange of textured to smooth due to the patient¿s concern of the implant" and "capsular contracture baker grade unknown" confirmed via MRI. Device remains implanted.